Event description:
Letter received from attorney, alleging injury while customer was going over a sidewalk in an mpv at the complete. Serious injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model mvp, serial number/date code (B)(4) is approximately 8 years 3 months old. The owner's manual part number 1106638 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. There is limited information on this incident at this time. The consumer allegedly was going over a sidewalk at an apartment complex when he ran over a gap and was allegedly thrown out of the mvp wheelchair. It is reported that the consumer suffered a broken leg. The owner's manual states the following warning on page 10, "do not attempt to ride over curbs or obstacles. Doing so may cause your wheelchair to turn over and cause bodily harm or damage to the wheelchair". Additional warning on page 11, " always wear your seat positioning strap. Inasmuch as the seat positioning strap is an option on this wheelchair (you may order with or without the seat positioning strap), invacare strongly recommends ordering the seat positioning strap as an additional safeguard for the wheelchair user". Page 12 warns, "to assure stability and proper operation of your wheelchair, you must at all times maintain proper balance. Your wheelchair has been designed to remain upright and stable during normal daily activities as long as you do not move beyond the center of gravity". Additional information will be forwarded as it becomes available.